Event description:
Complainant alleged that while attempting to monitor a female pt, the device issued a "shock advised" prompt for a heart rhythm, the attending doctor believed was non-shockable. The doctor did not issue the shock to the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.